Manufacturer narrative:
On 08 november 2017 the r&d project manager performed a preliminary investigation and commented as follows: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use.

Event description:
During surgery the drill bit broke. There was a short delay of less than 5 minutes to open another tray. The surgeon used a secondary drill bit to complete the surgery. No fragments fell into the patient. The surgery was completed successfully.